Manufacturer narrative:
Received 4 inner boxes 450096/19k03u for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and customer samples to our supplier for their investigation and comments. A check of production records of the reported material/batch shows no documentation indicating a deviation. Retain and customer samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force and pull force between stopper + safety protector were measured; all results were within specification. The complaint could not be duplicated.

Manufacturer narrative:
Complaint (B)(4). We could not obtain a date of event from the customer. Samples for evaluation were requested from the customer. As soon as they are received and the investigation completed, a supplemental report will be filed.

Event description:
Customer states tht it is very hard to push the safety up on it after the blood draw. Customer advises they have 4 defective boxes. Customer has been using this item for years. An lpn, fnp, ma and cma tried this item. It fully activated, but it was very hard/sticking to activate the safety. The customer tried another lot number and it wasn't hard/sticking when activating the safety. They all have 10+ years experience in phlebotomy.